Manufacturer narrative:
**UDI related data quality updates only**

Event description:
It was reported that during a pre-use check, before the tracheostomy tube was inserted, it was discovered that the "airbag" of the tracheostomy tube was leaking. No adverse patient effects were reported by the customer.

Manufacturer narrative:
No 510k as this catalog number is not sold in us. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. No product or photos were returned therefore no device analysis could be completed. History of complaints showed that there was an internal nonconformity report due to cuff tear which was found after inflation test. Corrective actions have been taken including initiation of quality alert, training of whole production during production town hall meeting, replacement of gauges and equipment with sharp edges by blunt versions, warning in manufacturing procedure and establishing better organization on affected workplace. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. Without the sample we are unable to determine the true root cause of this incident. If the product is returned the manufacturer will re-open the complaint for further device analysis.